Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: no patient harm reported. 7 step desensitization for carboplatin infusion. At end of 0.5ml/hr step time of infusion noted to be 20 minutes (5 minutes too long). Upon completion of 1ml/hr infusion total time of this step of the infusion was 8 minutes. Pump taken out of commission and tagged for inquiry." A preliminary review of the logs identified the following issue: infusion rate error . An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Based on a log file review, the pump was functioning within its design specifications and can be returned to customer use. Therefore, the reported complaint was not confirmed. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.